Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: 231614/229929.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted device components were discarded by the medical facility and will not be returned.